Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-1481. It was reported the patient is experiencing heating at his ipg site and his charger getting hot during charging. The patient at this time has turned the scs system off due to the heating of ipg pocket during charging. The patient reports no heating or burning with the scs system. An sjm representative et with the patient and discussed options during recharging to relieve symptoms, and to notify us if he would like to resume stimulation. On (B)(6) 2012, st. Jude medical (B)(4) sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This device was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.